Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm .customer was not able to clear the alarm. Customer stated that the time clock screen was visible on the clock. Customer stated that all the buttons were responsive. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue the use of device.